Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that preliminary wound cultures collected during routine clinic visit on (B)(6) 2017 grew corynebacterium. The patient was subsequently admitted on (B)(6) 2017 for antibiotic therapy and further workup. Blood cultures were negative. Wound cultures grew "few" staphylococcus and rare corynebacterium propinquum. Computed tomography (CT) of the abdomen and pelvis revealed soft tissue thickening surrounding the driveline within the subcutaneous tissues of the left upper abdomen, most consistent with a driveline infection. The patient was started on intravenous (IV) push of cefepime 1,000 mg and vancomycin 1,000 mg, every 12 hours, which were stopped on (B)(6) 2017. On (B)(6) 2017, infectious disease (ID) consult recommended vancomycin 1,000 mg IV push every 24 hours which was stopped on (B)(6) 2017. The patient was then started on IV push of vancomycin 1,500 mg every 24 hours on (B)(6) 2017. He was discharged on (B)(6) 2017 with a six-week course of vancomycin. The event was reported to have resolved at the time of discharge. The primary investigator further reported that the event was related to patient condition and unrelated to device or implant procedure. No further information has been provided.